Event description:
The reporter stated the surgeon inserted a +15.5 diopter cc4204bf collamer single piece lens, but the lens got caught on the foam tip plunger. The lens was removed with no patient injury, no enlarged incision or sutures. A second lens was implanted.

Manufacturer narrative:
Other, lens caught on foam tip plunger.